Event description:
The meter would only prompt an apply sample message. It is not known how long the patient was unable to test on their meter.the patient contacted their physician for advice; no treatment was given. The issue was not resolved with troubleshooting. Based on the information reported, the meter malfunction. There is no evidence of a serious injury. The meter is being replaced for the patient.